Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had old sensor alarm and sensor end. Customer's blood glucose at time of incident was unknown. Customer was advised that sensor alarm for weak signal, sensor end and sensor missing. The customer sensor was inserted a week ago. Customer was explained that sensor is to be used for six days and it appears that sensor is at its end. Customer was advised to removed and changed.